Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the 30-degree endoscope plus image orientation was flipped. The technical support engineer (tse) had the customer remove the endoscope, rotate the endoscope base until the correct orientation was displayed on the screen, pressed the clutch button on the arm to cancel guided tool change, and reinstalled the install the endoscope. The issue is now resolved, and the image is displayed correctly. The customer is continuing with the procedure. Intuitive surgical, inc. (Isi) followed up with the customer and gathered the following information: the endoscope is not available for return. At the time of the event the customer was docking the endoscope. The image was inverted, and staff was unable to flip the view by taking camera off arm and rotating camera head. Customer needed to hit instrument clutch to clear guided tool change. A 30-degree endoscope was installed at the time of the event. The surgeon confirmed desired orientation when endoscope was installed. The endoscope was removed several times during troubleshooting. The issue was resolved by the customer needing to hit instrument clutch to clear guided tool change. The procedure was completed with the same endoscope. There was no patient injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product associated with the customer-reported complaint.